Event description:
According to the initial information received, the pda size was estimated by echocardiogram and a 10/8mm amplatzer duct occluder (ado) was used; however, as the ado was deployed and released from the delivery cable it shifted from its position and the ado needed to be surgically removed. The pda was surgically closed. Additional information has been requested, including imaging of the implant procedure and hospital information, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
The 10/8mm ado was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the patient's embolization remains unknown.